Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that following the laser-assisted cataract surgery phase, while performing te phacoemulsification of the lens, a tear in the posterior capsule occurred. A vitrectomy was performed to treat the event, and the surgery was completed. In the opinion of the surgeon, the laser did not cause or contribute to the event. No further information is anticipated.